Manufacturer narrative:
Product event summary the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. It was also reported suspected vegetation on the leads. The implantable pulse generator (ipg) system was explanted, replaced and the patient treated with antibiotics. No further patient complications have been reported as a result of this event.